Event description:
It was reported that a spectrum iq pump had a "downstream occlusion high". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "high downstream occlusion" was not reproduced. Evaluation found the device passed the downstream occlusion testing and force sensor was within specification. A review of the event history log found downstream occlusion errors however, the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verifiedno action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.